Event description:
It was reported that 4 bd safetyglide¿ needles were blocked while drawing up flu vaccine medication. The following information was provided by the initial reporter: "cx reported that the needles/plungers are not functioning. Not drawing in any substance the pharmacists tested with. At the time we were actually giving flu shots to patients. We attached the syringe to the needle and it did not allow any air or substance into the syringe. We tried a second box, same details. Same issue. There was no patient impact as we were not even able to draw up a dose to administer. We tried with a bd syringe and the government provided syringes with the same issue. We tried a different lot of needles and they worked fine, as expected."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-dec-2022. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, twenty samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Fifteen samples expelled the solution with a normal flow. Five samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that 4 bd safetyglide¿ needles were blocked while drawing up flu vaccine medication. The following information was provided by the initial reporter: "cx reported that the needles/plungers are not functioning. Not drawing in any substance the pharmacists tested with. At the time we were actually giving flu shots to patients. We attached the syringe to the needle and it did not allow any air or substance into the syringe. We tried a second box, same details. Same issue. There was no patient impact as we were not even able to draw up a dose to administer. We tried with a bd syringe and the government provided syringes with the same issue. We tried a different lot of needles and they worked fine, as expected."